Manufacturer narrative:
Device manufacture date: unknown, because the serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) rotated 5 degrees post implantation. Reportedly, the patient had residual myopia and the lens was rotated back during a secondary surgical procedure. No further issues were reported. The customer commented that the patient had a big capsular bag. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.